Event description:
It was reported that the user received an urgent low glucose alert indicating 48 mg/dl and self-treated with oral carbohydrates (bread and soda), then verified recovery with a fingerstick reading of 71 mg/dl after receiving troubleshooting and education. Symptoms included no reported hypoglycemic symptoms. Outcomes included successful self-management at home without escalation of care. Investigation included a telephone assessment and education on hypoglycemia best practices. Investigation of this case revealed that the cause of the low reading was unclear, with no device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.